Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient weighed (B)(6) lbs.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid 5 mg/ml at 1.6185 mg/day via an implantable pump for non-malignant pain. It was reported that patient was at the clinic for an epidural steroid injection. Upon fluoroscopy on (B)(6) 2017, it was noted that the catheter had migrated out of the intrathecal space back to the anchor. The device diagnosis was catheter dislodgment. The catheter was explanted/replaced on (B)(6) 2017 and was noted to have been returned to manufacturer. The etiology of the event was noted as related to the device (entire catheter) or therapy and not related to the implant procedure. No patient symptoms were reported. The event was considered 'resolved without sequelae' as of (B)(6) 2017 and no further complications were reported/anticipated.